Event description:
On (B)(6) 2022, it was reported this elderly patient on peritoneal dialysis (pd) previously hospitalized on (B)(6) 2022 with peritonitis. There were no reported allegations that the peritonitis was caused by a malfunction or product deficiency with fresenius products. In additional follow-up, the patient¿s pd nurse stated that the patient was experiencing symptoms of abdominal pain, nausea, and vomiting. As a result, the patient went to the hospital and was admitted on (B)(6) 2022. It was discovered the patient had peritonitis. Per the nurse, the pd culture results from the hospital are not available. It was reported the patient was treated with intra-peritoneal (ip) antibiotics (medication, dose, and frequency unknown). The patient also continued pd therapy (details unknown) while hospitalized. Subsequently, on (B)(6) 2022, the patient was discharged home and continues pd at home with the same cycler. Per the nurse, the exact cause of the peritonitis event is unknown. However, the nurse confirmed there were no issues with fresenius products in relation to this event. The nurse stated the peritonitis is suspected to be due to a breach in aseptic technique (during the pd exchange) as patient contact are assisting the patient with pd treatments.